Manufacturer narrative:
Product analysis: the device returned with a stopcock and syringe attached to the luer. Numerous kinks were visible along the hypotube. The distal shaft was kinked 6.9 cm and 13 cm distal to the guidewire entry port. The balloon material was torn in a radial pattern. Approximately 8 mm of balloon material remained distal to the proximal balloon bond. The inner shaft was stretched, kinked and bunched. The balloon material distal to the tear site was pulled distally on the distal tip and bunched. The balloon material was torn, jagged and uneven on both sides of the tear site. The inner shaft markers had moved proximally on the inner shaft. The tip bond was stretched. There was slight deformation to the distal tip. There was no detachment of material on the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a sc euphora balloon catheter to pre-dilate a severely calcified target lesion with sharp plaque. No damage was noted to the packaging and no issues noted when removing the device from the hoop/tray. The device was inspected and negative prep performed with no issues reported. The lesion was pre-dilated. It was reported that during the first balloon inflation, the balloon ruptured and that there was a sudden drop in pressure noted on the inflation device. Following this, balloon removal difficulties were encountered. When the balloon was removed as normal over the wire, it was bunched up toward the tip of the device. It is reported that the same inflation device was used for all inflations pre and post. There is no planned extra procedure at this time. At the end of the case the patient was fine and was stable.